Manufacturer narrative:
Inratio precision data provided by end-user lot 060426: first test inr = 1.9. Second test inr = 7.8, mean = 4.85; sd = 4.17, %cv = 86.0%. The %cv is greater than or equal to 20%. Per internal procedure, tr 0150, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Based on text, the reason for the admission was to r/o pulmonary embolus. During testing at the hospital, the pe was ruled out, but a clot was found in a lower extremity (dvt). The reading of 1.9 may have been due to the heparin contamination or that the patient's coagulation system was activated while forming the clot and coagulation factors were being consumed at a rate much greater than they could be replaced by the liver. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2006, inratio: 1.9, lab: 7.8, mean: 4.9, confidence limits 2.8-7.2. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. The results are as follows: first test inr: 1.9, second test inr: 7.8. Caller alleged inaccuracy with inratio. The results as follow: inr: 1.9, lab: 7.8.